Manufacturer narrative:
Device is a combination product. Promus element plus,mr,ous 2.75 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to proximal stent rows 6-7. The undamaged crimped stent od outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29jan2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 80% stenosed, 18mm x 2.75mm, concentric de novo target lesion was located in the moderately calcified right coronary artery. Following predilitation, a 2.75x16mm promus element plus stent was advanced but failed to cross the lesion even after a buddy wire technique was performed and changing the wire position. There were no adverse patient effects. However, returned device analysis revealed proximal stent damage.